Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative functional mitral regurgitation (mr), dilated left atrium, and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure the first mitraclip xtw was implanted in centro-medial position successfully. A second mitraclip xtw was attempted to be placed lateral to the first clip. After the insertion of the clip, while performing the gripper check it was determined through echo and fluoroscopy that one of the grippers could not lower. Trouble shooting efforts were not successful, the clip was removed. A new mitraclip xtw was implanted successfully. The mr post-procedure was grade 1. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.